Manufacturer narrative:
By checking the manufacturing and sterilization charts of the lot numbers involved, no anomaly was found on the overall number of components. This is the first and only complaint received due to infection on these sterilization lot numbers. Explanted components were not available to be sent back to lima corporate for further analysis. We received a single x-ray image dated on (B)(6) 2017 and we asked for a medical evaluation of it to our medical consultant. Following, the medical judgment received: "the xray (ap only) shows the implants to be appropriately sized and positioned. The clinical photograph shoes erythema around the scar and what looks like a small pointing abscess. The information mentions "hip replacement within the last month" but not whether the hip was infected? If it was infected there is a small risk of blood borne seeding of the shoulder replacement from an infected hip and I would therefore agree with the surgeon. If the hip was not infected then the chance of the two events (shoulder infection and hip replacement) being related to one another is remote. Given that the infection is over one year since the index procedure one would conclude that the infection is bloodborne nevertheless. I trust this is helpful". Based on the judgment given by our medical consultant and by considering the confirmation received by our complaint source (hip was infected), we can speculate that shoulder infection was related to hip replacement performed one month before the shoulder revision surgery.

Event description:
Revision surgery of a smr anatomic total prosthesis performed on (B)(6) 2019 due to infection. Previous surgery was performed on (B)(6) 2016. The following components have been replaced during the revision surgery: 1322.09.500, smr humeral head ø50 mm , lot#: 1501406, ster.1500122. 1330.15.274, smr ecc. Adaptor taper standard, lot#: 1517485, ster.1600024. 1350.15.110, smr finned humeral body, lot#: 1600885, ster.1600061. 1377.50.010, liner f. Met. Back glen. Standard, lot#: 15at27n, ster.1600133. Stem and metal back were l eft in situ because were well integrated. According to the information provided, the patient had a hip replacement one month before the reported revision surgery and the surgeon suspected a secondary infection as a result of this surgery. Germ responsible for infection is unknown. No further information provided by complaint source. Event happened in australia.

Manufacturer narrative:
By checking the manufacturing and sterilization charts of the lot #s involved, no anomaly was found. This is the first and only complaint received due to infection on these sterilization lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery due to infection performed on (B)(6) 2019. Previous surgery was performed on the (B)(6) 2016. The following components were removed: 1322.09.500, smr humeral head ø50 mm, lot #1501406, ster. 1500122; 1330.15.274, smr ecc. Adaptor taper standard, lot #1517485, ster. 1600024; 1350.15.110, smr finned humeral body, lot #1600885, ster. 1600061; 1377.50.010, liner f.met.back glen. Standard, lot #15at27n, ster. 1600133. Stem and metal back were left in situ because were well integrated. According to the information provided, the patient had a hip replacement in last month and the surgeon suspected a secondary infection as a result of this surgery. No further information were provided. Event occurred in (B)(6).